Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the review performed, no manufacturing deficits were identified. As the device was not returned, no further investigation can be conducted at this time. Furthermore, the manufacturer received confirmation that no further information will be obtained about this case. As such, the root cause of this event is undetermined. If further information is obtained at a later date, appropriate investigative actions will be taken. Device not available for return.

Manufacturer narrative:
This event is reported in a conservative manner as limited information has been provided. No adverse event has been identified at this time. Additional information has been requested.

Event description:
On (B)(6) 2017, a memo 3d semirigid annuloplasty ring was implanted and removed. No additional information has been provided.